Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 515003, batch no: 1808106. It was reported that after use of the bd phaseal¿ injector luer lock n35 the blue part on the luer lock injector was pushed in causing the needle to be exposed when removing from the injector. The following information was provided by the initial reporter: patient running chemotherapy drug and required flush of 30mls n/s in a 30ml syringe with a phaseal injector luer lock attached to access the bag and required in order to move chemo through the line. When removing the phaseal injector luer lock from the phaseal infusion adapter the inner needle was exposed on removal. Therefore the blue part over the injector was pushed in and the steal was showing. Staff are at risk of a needle stick injury and exposure to cytotoxic material.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality engineer for investigation. The photo was visually inspected, the injector shown attached to the syringe with the grips removed from their place, causing the needle to be exposed. A device history review was performed for lot 1808106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, connecting and disconnecting the injector to a sample syringe, protector and vial according to the instructions for use. In all cases the product functioned properly, and no issues were observed. The breakage of the safety sleeve occurs when the injector is not properly disengaged, due to a bad handling of the device. It is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part. Breakage of the injector is evaluated under CAPA 708467. No more corrections are needed as a misuse of the device can be established as the root cause of the incidence reported. H3 other text

Event description:
Material no: 515003, batch no: 1808106. It was reported that after use of the bd phaseal¿ injector luer lock n35 the blue part on the luer lock injector was pushed in causing the needle to be exposed when removing from the injector. The following information was provided by the initial reporter: patient running chemotherapy drug and required flush of 30mls n/s in a 30ml syringe with a phaseal injector luer lock attached to access the bag and required in order to move chemo through the line. When removing the phaseal injector luer lock from the phaseal infusion adapter the inner needle was exposed on removal. Therefore the blue part over the injector was pushed in and the steal was showing. Staff are at risk of a needle stick injury and exposure to cytotoxic material.